Manufacturer narrative:
Product ID: 377845, lot# v010386, implanted: (B)(6) 2006, product type: lead; product ID: 377845, lot# v010386, implanted: (B)(6) 2006, product type: lead. Fdc codes: pertains to product ID: 377845, lot# v010386, product type: lead and product ID: 377845, lot# v010386, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the leads were pulled back and possibly the stitches broke. It was not known what the circumstances of the event was, and it was noted that the event occurred possibly within the first 3 months around 2008. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that their previous spinal cord stimulator (scs) was taken out in 2008 because it migrated and was not working. No further complications were reported/anticipated.